Manufacturer narrative:
The customer refused to troubleshoot her pump. A replacement pump was sent to the customer. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6)2017, the customer alleged that her pump in style advanced breast pump had low suction. She also stated that she has had multiple cases of mastitis and gets clogged ducts all of the time. She stated that she is a doctor and has had to treat herself with antibiotics, which she did not name. She is currently using a hospital grade pump.